Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and a mesh, ams sparc & obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009 due to uterine bleed and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, and lost desire for sex. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy, d&c and endometrial ablation with novasure device.